Manufacturer narrative:
The footswitch was received at the manufacturer for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that when the foot pedal was depressed it stuck and would not release during a surgical procedure. There was no medical intervention and no procedural delay. There were no adverse consequences reported as a result of this event.